Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to possible dislodgment. The lead was out of service on june 9, 1997 but not extracted until july 23, 1998.